Event description:
It was reported that from the moment that there is pressure on the compression nut, the nut clips out of the aiming arm. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation carried out revealed that there is an indentation on the connecting part of the buttress compression nut and therefore the proper function is not ensured. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All manufacturing records were reviewed and no complaint related issues were found. This product was manufactured to specifications. Conclusion ¿ the complaint is deemed indeterminate from a manufacturing position and the exact reason for this damage cannot be determined, however due the marks found, we have to assume, that external influences have acted on the instrument.